Event description:
Severe chest pains, dizzy, heart palpitations, nauseated, severe leg pains, brain fog, immune issues, numbness in hands / feet, hair falling out, vertigo, low libido, loss of words, gastro issues, constipated, liver issues, balance issues, joint pains and so much more. I have had numerous dr visits for all kinds of things that are all negative. Currently under going biopsy excision for a papillary lesion in the right breast. I have allergan textured saline implanted (B)(6) 2008. Breast markers currently undergoing biopsy excision in right breast. Chest pain, gastro, brain fog. FDA safety report ID# (B)(4).